Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; however, a photograph was received for evaluation. Visual inspection of the photograph identified a deformation of the male luer. The cause of the condition was related to the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, the male luer of a clearlink continu-flo solution set was found to be deformed. There was no patient involvement. No additional information is available.